Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and inside the inner lumen. A non-maquet sheath measuring about 12.7cm in length was attached at approximately 39.87cm from the iab tip a catheter tubing kink was observed at approximately 75.69 cm from the iab tip. The optical fiber was also observed to be broken at this region. The reported problem was most likely triggered by the broken optical fiber caused by the catheter tubing kink. We are unable to determine when this may have occurred. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period sep-2019 through aug-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the blood pressure reading on the console was different than the pressure taken from the cuff. The console was showing a dampened waveform with a systolic pressure in the 40s, and diastolic in the 20s. The cuff showed systole in the 130s, but a separate arterial line being transduced from a femoral sheath was showing pressure in the 60s/20s. The balloon was fully inflating with normal looking balloon pressure waveform. The augmentation control was at maximum. The balloon pump fiber optic arterial line was difficult to identify landmarks, but did match the blood pressure scale on the side of the screen. There were no advisories or alarms generated. The customer was advised to disconnect and reconnect the fiber optic but there was no change. It was then suggested to transduce the central lumen on the iab catheter, but they were unable to locate a pressure cable appropriate for the console. At this time the call ended, as they were looking for the correct cable. It was later reported that the customer was able to find the cables, however, the waveform was not much different than with the fiber optic so the customer returned to using the fiber optic. The were advised that they could consider another arterial line if they felt the pressure still was not appropriate. At this point, the cuff pressure is reading in the 60s, and the console continued to show blood pressure in the 40s. The arterial line on the monitor was then showing a systole in the 50s with a diastolic pressure of "9". The console is triggering appropriately, and pumping still without alarm or advisory. A chest film had been performed recently but the result was unknown. There was no patient harm or adverse event reported.